Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) dislodged from the pocket. The icm was removed in-office and not replaced. No patient complications have been reported as a result of this event.